Event description:
It was reported that there were impedances readings greater than 40,000 ohms on contact 1. It was noted that changing the lead resolved the issue. Additional information received reported the event date was (B)(6) 2013. The lead had high impedances out of the box, upon testing with the external neurostimulator (ens). There were no patient problems, a new lead was opened. The new impedances were within normal range.

Manufacturer narrative:
Device analysis for lead va0c507 revealed no anomaly found. Device analysis for the stylet revealed no significant anomaly. The wire was bent.

Manufacturer narrative:
Concomitant products: product ID neu_ins_stimulator, serial # unknown, product type implantable neurostimulator. (B)(4).